Event description:
It was reported to bsc/target that during the procedure the gdc 10-3d shape syringe detection circuit detached spontaneously. No extraordinary anatomical circumstances or no abnormal manipulation of the device.